Event description:
The user facility reported a 78-year-old female in acute myocardial infarction cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The device was placed in the right femoral artery (rfa) and when removing the long sheath the pump came across atrioventricular (av). The impella was removed and a new sheath was placed, while the atrioventricular was re-crossed with the same pump that was reinserted. The patient experienced multiple non pulsatility runs; however, a mean arterial pressure(map) was maintained as well suction events occurring.

Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.